Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive, allowing access only to the graphs menu and preventing unlocking, button presses, or meal announcements; the user observed hairline cracks on the screen and was unsure how the damage occurred. Symptoms included no injury. Outcomes included inability to operate the device functions. Investigation included review of user report and replacement with return of the original device for evaluation. Investigation of this case revealed a damaged or cracked display that resulted in touchscreen nonresponsiveness consistent with screen hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display leading to functional impairment.

Manufacturer narrative:
Investigation description.display damage due to impact.